Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient an 840 ventilator had an o2 (oxygen) sensor alert. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The covidien service engineer (se) verified the event and replaced the oxygen sensor and the o2 cable. The unit passed all testing and operated within the manufacturing specifications.